Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the guidewire could not be inserted into the left ventricular lead due to strong friction. The lead was inserted into the catheter sheath over the wire with extra force and the lead became completely stuck in the guide catheter. The lead was removed and replaced and the procedure was completed with no further issues noted. There were no adverse consequences to the patient.

Manufacturer narrative:
Correction: model number, serial number, lot number, expiration date, UDI and device manufacture date were incorrect. The correct information to those sections are included in this report and should supersede the previously reported information.

Manufacturer narrative:
Analysis was normal. No anomalies were found.